Event description:
Healthcare professional reported two months after injection in the nose, chin, and jawline with a total of 5mls of unspecified juvederm voluma and 1ml of juvederm volift with lidocaine, pt developed a "sore, red and lumpy" chin and jawline. Pt was treated with a "strong antibiotic" by another healthcare professional identified as the pt's "doctor". Symptoms resolved approximately five days after onset.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of "pain, redness and lumpiness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labelling: precautions for use. Do not inject more than 2 ml per treatment area during each session. Undesirable effects. The pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area.